Event description:
It was reported by service report that the cot locked up on its own. The release handle is unable to be released. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Release handle.